Event description:
It was reported that at the beginning of the operation, the indwelling catheter was unobstructed and the balloon was injected with 10ml of water. The intraoperative urinary catheter fell off on its own and after inspection a rupture of about 2 cm was observed on the balloon of the urinary catheter. The catheter was then replaced and inserted smoothly and 15ml of water was injected into the balloon, but no urine flow was seen. After repeated stimulation, no urine flow was seen. Later, 20ml of sterile water was injected into the urine outflow cavity, but there was still no urine outflow. Then, a bladder perfusion was performed with melan plus sterilized water, and a bladder bulge was observed. There was no obvious urine outflow after stopping perfusion and hence, urine tube was taken out. When the liquid in the balloon was extracted it was observed that a blue liquid was extracted and another extraction resulted in a colorless liquid. Considering the quality of the catheter, the catheter was replaced again, and the third catheter was successfully placed. This adverse event did not have any adverse reactions to patient. Per follow up with the (B)(6) via email on 18nov2020, melan plus sterilized water was used for irrigation. The color of melan plus sterilized water is blue and the blue liquid was extracted while draining the liquid from the balloon. The bladder perfusion was performed by injecting the solution into the catheter.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. However, the potential root cause for this failure mode could be user related (example: salt accumulation)/ blocked drainage lumen/no drainage eye.] The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A review on device labeling is adequate to prevent the reported event. "Uses: to be used as the drainage of urine from the bladder for the children and adults. Warnings: do not use petroleum substrate lubricants with the latex-based urethral cathethers such as petroleum jelly and label liquid paraffin which will damage latex and cause burst balloon. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that at the beginning of the operation, the indwelling catheter was unobstructed and the balloon was injected with 10ml of water. The intraoperative urinary catheter fell off on its own and after inspection a rupture of about 2 cm was observed on the balloon of the urinary catheter. The catheter was then replaced and inserted smoothly and 15ml of water was injected into the balloon, but no urine flow was seen. After repeated stimulation, no urine flow was seen. Later, 20ml of sterile water was injected into the urine outflow cavity, but there was still no urine outflow. Then, a bladder perfusion was performed with melan plus sterilized water, and a bladder bulge was observed. There was no obvious urine outflow after stopping perfusion and hence, urine tube was taken out. When the liquid in the balloon was extracted it was observed that a blue liquid was extracted and another extraction resulted in a colorless liquid. Considering the quality of the catheter, the catheter was replaced again, and the third catheter was successfully placed. This adverse event did not have any adverse reactions to patient. Per follow up with the ibc via email on 18nov2020, melan plus sterilized water was used for irrigation. The color of melan plus sterilized water is blue and the blue liquid was extracted while draining the liquid from the balloon. The bladder perfusion was performed by injecting the solution into the catheter.